Event description:
The customer reported via phone call that the numbers on the insulin pump were ascending continuously during an attempt to administer a bolus. Customer's blood glucose was 206 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The insulin pump was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.